Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 2 weeks ago, they had a back procedure and they tried to work it out the night before the procedure and turn the therapy off but then they got a message that said internal device has lost all data. The patient stated they thought maybe they rebooted the phone and everything and they just assumed that it was off anyways and had the procedure because sometimes they could feel the stimulation and sometimes they couldn't. Patient services asked the patient if they'd had a procedure prior to the prior to the night they received the por that could have caused the issue and the patient stated that they didn't know because they hadn't checked the device in a while prior to that night. Patient stated they then even had an appointment with their managing health care provider maybe two weeks ago, after that procedure, but the healthcare provider couldn't connect to the device either, they got the same message. Patient services reviewed the meaning of the message and provided the patient with the national answering services (nas) phone number so the hcp could page a rep if needed. Patient services reviewed patient's device history and suggested with the patient that if it hadn't been a procedure that had caused the por, it could have been due to their battery being at end of life. The caller was redirected to their healthcare provider to further address the issue.